Manufacturer narrative:
No pt info or exact date of incident provided. Attempting to obtain further info on the reported event. Will provide update in f/u once info is rec'd.

Event description:
The distributor reported a problem with a ventilator during clinical use via email. The details of the reported incident found a statement made by the technical ventilator therapist at the hosp that stated reported death occurred last year and was associated to the same ventilator. A search of our complaint records concerning this device and others associated with the hosp did not find a reported clinical incident involving this or other devices. The distributor was contacted and asked for details concerning the reported death. The distributor was not made aware of the reported date until (B)(6) 2011. The distributor's engineer was at the hosp to find out more info regarding the recent reported event and the reported death. There is no record of the reported death and no specific date on when it occurred. The best guess based on the technical ventilator therapist statements is the death occurred around (B)(6) 2010.